Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media post that some of the sensors failed, and that the blood glucose had dropped below 20 mg/dl. The customer was contacted and advised to call for further assistance.